Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that there was a removal of a gamma nail due to a nonunion. The 5mm distal screw was also found to be broken.